Event description:
Adset tubing disconnected from the drip chamber.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).